Event description:
It was reported the doctor removed the first of two screws and was attempting to remove the second. As the surgeon did the inner shaft was threaded too far down the outer shaft. This did not allow the screw to disengage from the locking ring. The outer shaft square tip seems to be twisted, not allowing for connection to the screw head. The surgeon was able to get the screw out, however the tip of outer shaft of removal driver instrument is broken.

Manufacturer narrative:
Method: device history review, visual and functional inspection.results: no manufacturing issues were identified. Visual inspection indicated the screw extractor pin is deformed/twisted. Functional inspection indicated the device is not functional as the screw extractor pin is deformed/twisted. The deformation prohibits the extractor from engaging with the screw. Conclusion: based on the given information, a plausible root cause for the tip deformation is incorrect alignment within the screw with excessive forced used for removal.

Event description:
It was reported the doctor removed the first of two screws and was attempting to remove the second. As the surgeon did the inner shaft was threaded too far down the outer shaft. This did not allow the screw to disengage from the locking ring. The outer shaft square tip seems to be twisted, not allowing for connection to the screw head. The surgeon was able to get the screw out, however the tip of outer shaft of removal driver instrument is broken.